Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited error code 1310. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. The tamper seal was broken. Review of the event history log (ehl) showed error code 1310. The device was powered on and error 1310 displayed on the pump. The reported issue was duplicated and caused by unknown, likely due to user issue. As a result, the error code was cleared. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 updated: it was reported that the event occurred on 02may2023.